Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value in the 19mg/dl to 64mg/dl range. The patient stated since the beginning of the year, she has been having low bg issues every morning. The patient reportedly felt shaky, incoherent and at times semi- unconsciousness. The patient reportedly was treated a couple of times via glucagon injection, the patient would eat a snack and then would bolus afterwards. The patient reportedly would sleep with the pump off for a few hours to prevent the low bg issues. On (B)(6) 2013, the heath care provider (hcp) reportedly changed the pump's basal settings multiple times and the patient was still having issues with low bgs. That patient reportedly changed her diet before the beginning of the year and was not eating fatty foods, was eating less, eating more fruits during the day and drinking more juice. The patient confirmed that all pump's settings were correct. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was unknown what the contributing cause was for the patient's bg issues and there was no indication that the pump was a contributing factor for the reported issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The bolus history showed that the patient was taking an average of 12 units of bolus per day. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.